Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on (B)(6) 2021 from one of our cardiac surgery floors reporting an issue that directly impacted the patient. According to the report, ¿the arterial line cut in half spontaneously¿ resulting in significant blood loss to the patient and requiring an infusion of one unit of blood to be administered. The report indicates that the device was soiled with blood and discarded, so I do not have it to send back to you for review. Additional information received (B)(6) 2021: "placement date: info not available, but I¿m told it is changed every 96 hours, so would have been within that time frame"